Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016 between 2am and 5am. The caller did not know the cause of death. The caller stated that the customer was not feeling good the day before passing. The called did not know the customer's blood glucose at the time of death. The caller stated that it was a little high but was not sure of the exact value. The caller stated that the sheriffs and the coroner have the customer's insulin pump. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller no longer wanted to talk and asked to be contacted via e-mail. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.